Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted:(B)(6) 2015, product type: lead. (B)(4).

Event description:
The patient reported that the implantable neurostimulator (ins) was moved to the stomach and new leads were put in. No symptoms reported. The patient's relevant medical history includes non-malignant pain and other chronic/intractable pain (trunk/limbs). Further follow-up is being conducted to clarify the reason for moving the ins to the stomach, if there were any symptoms, if troubleshooting was performed, the cause of the issue. If additional information is received, a follow-up report will be sent.